Manufacturer narrative:
The end cap was not damaged. However, the display was blank due to a damaged battery spring.

Event description:
It was reported that the end cap was damaged. Nothing further was reported.